Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed posterior leaflet, thin leaflets for a mitraclip procedure. During the procedure, first mitraclip nt was implanted, second mitraclip xtw was implanted on the lateral side of anterior and posterior leaflet 3 (a3/p3), and the third mitraclip xt was implanted on anterior and posterior 2 (a2/p2). The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that there was a single leaflet device attachment (slda) for the second and third clips and the clips were no longer attached to the posterior leaflet. Mr was returned.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported recurrent mitral valve insufficiency/ regurgitation (mr) appears to be a cascading effect of the reported slda. Mr is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.